Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently displayed an inaccurate fill estimate. There was no reported impact to the customer's blood glucose level. The customer continued using the existing cartridge for insulin therapy and declined further follow up from tandem technical support.